Event description:
A customer reported the vitrectomy probe did not cut during a procedure. The case was completed by exchanging the probe. There was no harm to the pt. Additional info has been requested.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).